Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. As the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was taken out of the package, the hub was already damaged. A new a carto vizigo sheath was opened and the issue resolved. The case continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
As the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was taken out of the package, the hub was already damaged. A new a carto vizigo sheath was opened and the issue resolved. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device 00001527 number, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).